Event description:
Reported as left iliac fossa pain and a fever, acute diverticulitis, left upper quadrant pain and tenderness around their port. Infection of port tubing and the band and removal of all laparoscopically. Culture from port site grew atypical mycobacterium abscessus. Further laparotomy, debridement of the greater omentum and radical debridement of all port sites. Removal of all suture materials.